Event description:
(B)(4). Initial info was reported by a physician to a sales rep on (B)(6) 2008. Additional info received from a nurse on (B)(6) 2008: the physician requested info concerning if there was a way for determining if bumps/papules along the orbital rim are a result of poly-l-lactic acid (sculptra) treatment, and for info concerning treatment of the bumps and papules following poly-l-lactic acid injection. On (B)(4) 2008, (B)(4) contacted the physician's office and spoke to nurse who reported that a currently (B)(6) female began periodically receiving injectable poly-l-lactic acid (sculptra) [lot number and expiration date unk] starting in 2005, with last therapy date being (B)(6) 2008. There was reportedly no use of product prior these dates. The product was used from 2005 though (B)(6) 2007 as a filler in the lower face areas, and as a filler in the peri-orbital area since (B)(6) 2007. The nurse reported that the consumer had a poly-l-lactic acid treatment on her lower eyelid around the orbital rim and developed what seemed to be "two cholesterol deposits that were approximately 3-5 mm in diameter on bilateral sides central to orbital rims following a central line down to the orbital bone right below the pupils if looking straight at the pt." The onset of the event was reported as (B)(6) 2008. Treatment of the event was reported as massaging. Additional info was received on (B)(6) 2008; (B)(4) spoke to the nurse. The product was reconstituted with bacteriostatic water and xylocaine (lidocaine) with 1% of epinephrine (times unk). Dosage was reported as "no more than 1 cc per side." A biopsy was not performed. She also developed slight bruising (date and area unk). Her last therapy date was(B)(6) 2008, and physician advised her to return for a follow up appointment one month to six weeks thereafter if the "deposits" did not worsen. The event remained ongoing at the time of this report. Medical history and concomitant medications were reported as unk. No further medical info reported. Additional info was reported by a physician to a sales rep on 07-apr-2009 and by a nurse on 08-apr-2009: the pt received between 0.5 and 1.0 cc of poly-l-lactic acid and on an unk date started to develop what appears like a cholesterol deposit from the center of the pupil down to the orbital rim, central to the periorbital area with hypopigmentation and a bit of a bump. The use of poly-l-lactic acid had been discontinued in the periorbital area but continues in the nasolabial folds. Treatment had not been provided. No further relevant info reported. Additional info for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unk,) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.

Manufacturer narrative:
Additional implanted dates: (B)(6) 2007, (B)(6) 2008.